Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, a broken of plug strap and yellow particles in device outer surface. A microscopic analysis and leak test were performed which identified one striated curved opening and a striated broken of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage. Broken striated of plug strap assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange of textured devices due to patient's concern with product. Device remains implanted.